Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that 65930 - error 3232001 - mig, for advisory failure. There was unknown reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the heartstart xl+ defibrillator showed an error 3232001 message. There was no patient involvement.